Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 28.2 mmol/l. Cause was not known. A correction bolus was delivered, and the infusion set was changed to address the bg. No additional information was provided.